Manufacturer narrative:
Patient age unknown / not provided, patient sex unknown / not provided, patient weight unknown / not provided, event date unknown / not provided, device lot # unknown / not provided, initial reporters last name unknown / not provided. Device not returned to manufacturer.

Event description:
Clinician reported that the patient came in for recall exam and the patient's crown was loose. After the exam the clinician found that the abutment screw (iunihg ) was loose. The abutment screw was replaced with a new screw. Tooth location #28.

Manufacturer narrative:
One certain® gold-tite® hexed screw was returned for inspection with a mating restoration. A visual inspection revealed that the collar, drive feature, and body are noted to be worn, indicating use. The threads are similarly worn. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. The complaint indicates continuous screw loosening. The alleged event is non-verifiable with the information provided. A singular root cause could not be identified.